Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given testing and showed "error code 1871" alarm. This alarm type indicates a motor issue. The device issue may have occurred due to user damage described above.

Event description:
Reporter stated no adverse effects occurred. The reporter stated the patient "threw the pump against the wall and stomped on it".

Event description:
Information was received that device has a porous cuff and a tube change was done as result. Incident was reported to be resolved after changing the cannula. No further information will be provided.